Event description:
The customer was hospitalized for dka. It was indicated that the customer passed out at work. The customer was taken by the paramedics to the emergency room, treated, and then released. It was mentioned that the customer did not have a back up plan. The customer stated that when given glucagon customer usualy has an insulin reaction. Troubleshooting was performed. The programming and histories on the pump were accurate. Instructed the customer on the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives.